Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I no longer have that e hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("horrible hip pains"), pelvic pain ("I have had sharp pains in my left side, my cramps are like labor pains") and vomiting ("throw up"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, pelvic pain and vomiting outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, medical device removal, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: the events ¿I have had sharp pains in my left side, my cramps are like labor pains¿ and ¿throw up¿ were added. Reporter information was added. Essure insertion date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have had sharp pains in my left side, my cramps are like labor pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("horrible hip pains") and vomiting ("throw up"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain and vomiting outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have had sharp pains in my left side, my cramps are like labor pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("horrible hip pains") and vomiting ("throw up"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain and vomiting outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. Medical device removal event was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I no longer have that e hell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("horrible hip pains"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.